Event description:
Reportedly, during testing, the touch screen was unresponsive. The device was not reported to have been in use on a patient when this event occurred.

Manufacturer narrative:
(B)(4).